Manufacturer narrative:
The device in question has not been returned yet to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found or if the device in question is returned, a supplemental report will follow.

Event description:
The hosp reported that the inner body of the device in question was cracked. The hospital reported that they used another device of a different size with a different issue. The hosp reported an intracranial atherosclerotic disease procedure, that the procedure was completed with another device of the same type, that there were no pt complications, and that the pt condition was fine.